Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conclusion: conduction disturbances are known potential adverse effects per the device IFU, and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav, which was the case for the chb and second degree heart block reported. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations, and a conclusive cause could not be determined from the limited information available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, complete heart block (chb) and second degree heart block were reported with a 12 second pause and sinus bradycardia. A permanent pacemaker was implanted the following day. No adverse patient effects were reported.